Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast reconstruction procedure with mentor siltex contour profile high 550cc saline breast prostheses is concerned about the shape of her breasts. The patient reported that it feels like she is developing more scar tissue, and the shape and look of her breasts have changed, particularly the right breast. The patient reported that both implants have moved. The right breast is shifting more to the right and descends one inch lower than the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.